Event description:
It was reported that during a stent procedure in a lesion location in the lmt, which was not calcified or tortuous, the physician performed pre-dilatation and he advanced the stent to deploy it. When the stent delivery system (sds) came out of the guiding catheter, the stent separated without any resistance; however, the physician was able to retrieve it. Reportedly, there was no patient injury.